Event description:
The customer reported a false positive alinity I total b-hcg result for an 18-year-old female. The doctor questioned the positive result. The original sample was repeated and was negative. The patient was recollected, and the second sample was also negative. The following data was provided: original sample sid (B)(6): initial result = 103.8 miu/ml. Sid (B)(6) (same patient/same sample): repeat result = < 2.42 miu/ml. Second sample collected: sid (B)(6): initial result = < 2.42 miu/ml. Normal range: <5 miu/ml = negative, 5 - 25 miu/ml = indeterminate (grayzone), >25 miu/ml = positive. All levels of qc were within range. Customer verified there was no fibrin in the serum sample. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6), (same sample/same patient); (B)(6) (second sample collected on same patient). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65726ud00. Additionally, accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met, indicating the lot is performing as expected. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and the complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 65726ud00 was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result for an 18-year-old female. The doctor questioned the positive result. The original sample was repeated and was negative. The patient was recollected, and the second sample was also negative. The following data was provided: original sample sid (B)(6): initial result = 103.8 miu/ml. Sid (B)(6) (same patient/same sample): repeat result = < 2.42 miu/ml. Second sample collected: sid (B)(6): initial result = < 2.42 miu/ml. Normal range: <5 miu/ml = negative. 5 - 25 miu/ml = indeterminate (grayzone). >25 miu/ml = positive. All levels of qc were within range. Customer verified there was no fibrin in the serum sample. There was no impact to patient management reported.